Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1941. This lot was manufactured between february 26, 2014 and february 27, 2014. Evaluation summary: the device was received for evaluation containing approximately 230ml of fluid in the bladder. Visual inspection showed no evidence of flow at the distal luer when the luer cap was removed, verifying the reported condition. Microscopic inspection of the flow restrictor revealed the cause of the problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. The infusor was supposed to infuse for 46 hours, however, the day after start of infusion the patient noticed that the contents of the unit did not decrease. The patient went to the doctor the next day at the time when the infusor was to be disconnected. The patient received a replacement infusor for the administration of therapy. The patient was retrained on the use of the infusor and what to do if no flow was observed. The unit was filled with fluorouracil and physiological solution. There was no patient injury or medical intervention reported. Additional information was requested and is not available.